Manufacturer narrative:
(B)(4); according to the per form, the explanted device will not be returned to boston scientific. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided and/or the device is returned to boston scientific.

Event description:
Boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory on (B)(6) 2017. According to information on the product experience report (per), the chronic device had migrated anteriorly and was moving freely in the pocket. Consequently, this device was exhibiting electrogram noise associated with t-wave oversensing and delivery of two inappropriate shock therapies. The device was successfully explanted without incident and replaced with a model#a219 device.